Event description:
It was reported that the user was unable to attach the connector to the ilet during a supply change because the connector would not seat flush and could not be turned to lock, after which a new connector seated flush and locked without issue, allowing insulin delivery to resume. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed that the initial connector was unable to attach and lock to the device, and replacing the connector resolved the issue without further device involvement. It was concluded, based on previously established findings for similar reports, that the cause was user-level resolution with replacement of the disposable component, with no device malfunction identified.